Event description:
The patient experienced a loss of therapeutic effect. The electrode and stimulator were explanted. The event resolved. The severity of the event was classified as "moderately severe" and the cause was reported to be probably due to "suboptimal initial probe placement".